Event description:
It was reported that during the implant procedure, the atrial lead exhibited high capture thresholds. The lead was not used and a new lead was implanted successfully. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.